Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service personnel, it was stated that remote service was completed to assist the customer with their device issue. The asp stated that touchscreen calibration was performed, and the device issue was resolved. No part was required to be replaced. The device was confirmed to have been returned to use.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. The customer informed the authorized service engineer (asp) that only the middle area of the touchscreen was operating normally, and calibration could not be restored. This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).